Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6)2010, the pt was implanted with an scs system. It was reported that approximately 36 hours later, the pt complained of pain in the right flank and upper chest wall. The pain progressively became worse each day. The pt stated that the pain persisted whether the stimulation was on or off. On (B)(6)2010, the doctor took an x-ray and observed that the lead had migrated to the right. The doctor explanted and replaced the lead.